Event description:
Baxter received a report from a facility involving an automix 3+3/as compounder. According to the facility, the device is stopping during compounding. A visual alarm is present, but no audible alarm tone. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. It's additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 'the device is stopping during compounding, a visual alarm is present, but no audible alarm tone' was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. Additional information: a service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.